Event description:
It was reported several contacts of the patient's ((B)(6)) lead exhibited invalid impedance measurements which prohibited the delivery of effective stimulation. Surgical intervention was undertaken to replace the lead, and adequate therapy relief was obtained.

Manufacturer narrative:
Evaluation: results: as received, the returned lead did not have any visible damage or anomalies. No visible or detached broken wires were observed. Electrical testing revealed that channels 6, 11, 12, 14, and 15 measured open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.